Manufacturer narrative:
No button error alarm or failed battery test alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. No unexpected number ramping anomaly was noted on the display. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the numbers were scrolling when attempting to enter carbs. Customer removed the batteries and received a failed battery test alarm and the customer was unable to clear it. Customer's blood glucose reading at the time of the call was 104 mg/dl. No further information reported.